Event description:
The pt presented to this facility with a two week history of sudden failure of the penile prosthesis. On 7/27/1998, the pt was taken to the operating room for the removal of the ams device and had a replacement implanted. Leaks were occurring at the juncture of the prosthesis pontoons.